Manufacturer narrative:
"A patient's device displayed the end of service (eos) message was reported to abbott. The patient was receiving therapy. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined."

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is receiving therapy but will likely require surgical intervention to address the issue.